Event description:
Report received of a tubing separation at the distal end of the y-site. Though requested there was no specific patient or event information available. The customer reported that there was no patient event.